Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of failed occlusion test was verified. Event log shows no related faults. Service replaced the downstream occlusion sensor. Use testing was performed. The problem source is the faulty occlusion sensor.

Event description:
Information was received that the cadd solis vip failed occlusion too high. No reported adverse effects.

Event description:
No patient involvement or injury, event date updated.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. Event history log review found no related errors. A pressure switch test was performed. Activation occurred above manufacture specifications. The root cause of the reported issue was found to be a faulty downstream occlusion (dso) sensor. Actions were taken to mitigate the reported issue: the dso was replaced.